Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from pain.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Added: patient.

Event description:
Update jul 05, 2017: medical records received. Pfs alleges staff infection. After review of medical records for the MDR reportability, it was stated that the patient was revised to address pain and concern for failure due to metal on metal reaction. Revision notes stated that there was some cloudy fluid that was not purulent in nature and were negative for acute inflammation and tissue necrosis. It was also stated that there was no loosening of the components. Patient did have appearance consistent with an early metal-on-metal reaction and patient was given antibiotics perioperatively as there was no concern for infection. Product codes and lot numbers provided. This complaint was updated on jul 17, 2017.

Event description:
In addition to the previous allegations, ppf alleges metal wear and metallosis. Doi: (B)(6) 2008 - dor: (B)(6) 2014 (left hip).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.